Manufacturer narrative:
Concomitant medical products: ipg en1dr01, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited an inability to screw the lead into the header of the device. The device was explanted and replaced. No patient complications have been reported as a result of this event. It was further reported that the low voltage lead exhibited micro-dislodgement. The lead revision is planned and lead remains in use. No patient complications have been reported as a result of this event.